Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was unable to be performed due to the receiver's perpetual rebooting. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A review of the downloaded data log did not find any errors related to the customer complaint. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and failed due to perpetual rebooting. The receiver case was open for internal inspection and passed. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced intermittent audio output on the receiver, in addition to an adverse event that occurred. The patient's mother stated that on (B)(6) 2017, the patient's teacher texted her that patient felt low and the continuous glucose monitor (cgm) showed reading of 76mg/dl and falling. The patient's mother stated that she was told the cgm did not beep or vibrate to alert. The patient's mother texted back, for the patient's teacher to give the patient juice and have her check in 15 minutes. The teacher texted the patient's mother back, letting her know that she had administered juice and patient was still feeling low. The patient's mother told the patient's teacher to do a finger stick (fs) upon which the value was 56mg/dl. At this time, they no longer looked at the cgm and went off fs. At that time, patient's mother advised teacher to give the patient candy as the patient believed that she was in the low 40's and feeling shaky. By 11am, the patient was doing better with a fs value of 154mg/dl and doing fine. The patient's mother asked the teacher what settings were set for the receiver and teacher states the low alert was on and profile set to attentive with low repeat set to 15 mins. The teacher told the patient's mother that the receiver did not alert the patient at all. It was reported that the patient did not go to hospital as they are currently doing fine and back to normal. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.